Event description:
Facility staff were using the equipment to administer pacing therapy to a patient. Reportedly, the pacer would shut off, the operator was able to maintain pacing function by holding the pacing cable into the cassette receptacle. An internal pacer was inserted into the patient and the patient was resuscitated. The reporter stated there were no adverse affects to the patient resulting from the observed discrepancy.